Manufacturer narrative:
Concomitant medical products: 3889-28, interstim lead, implanted: (B)(6) 2019. 3058, interstim ipg, implanted: (B)(6) 2019. 5076-52, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.